Manufacturer narrative:
Concomitant medical products: product ID 3391, serial# unnknown, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had convulsions. It was noted the event required hospitalization. The patient was noted as being alive with no injury. Symptoms included fever and seizures. It was noted the patient¿s physicians were following up with the situation. The last follow up visit performed with the psychiatrist was done in (B)(6) 2013 and everything was okay. It was later reported the patient¿s stimulator had been off since (B)(6) 2013. It was noted this was an accidental switching off done by the physician. Until the day before the event the patient was fine. It was noted an MRI had been planned but the results were not available yet. Follow up reported the patient underwent an MRI exam and the results suggested an infection as consequence of sinusitis. The patient was under antibiotics and was being closely followed by the physicians. It was noted at the time the leads and stimulator were still implanted. Additional information reported the entire system was explanted (B)(6), 2014. It was noted the patient was still in the intensive care unit and was unconscious.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the microorganism was staphylococcus epidermis. Additional information reported the patient was doing better, they were awake and able to spontaneously move their limbs. Additional information reported the patient is awake and responsive and moves their limbs spontaneously. The patient is intubated for a probable basal pneumonia in the left lung. As soon as results are available they will send the bacterial culture of the bronchus.

Event description:
Additional information reported the infection was at the lead and stimulator.